Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that  the physician stated that the leads were too smooth and difficult to steer while implanting. They felt the lead was hard to maneuver because of the very smooth consistency and also stated the stylet head was difficult to steer the lead to the desired direction. It was noted there was difficulty steering the second lead into place and it continued to go anterior and ultimately the physician decided to insert the tuoy needle near the same entry site as the first lead that went posteriorly without difficulty in the epidural space. The issue was resolved at the time of report. It was noted there were no issues for the patient or efficacy of the device.